Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0wdwp, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient had frequency symptom return at night for the past few weeks. This was due to a sudden change in therapy in (B)(6) 2015. The patient was not able to increase stimulation and the upper limit screen was on the patient programmer. The patient didn't feel stimulation and the therapy was on. The patient was going to change programs to see if they could get relief. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.